Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 05/05/2017. Device returned to manufacturer ¿ yes. Device evaluation: the lens delivery system was returned to the manufacturer. Device inspection was performed and visual inspection with a 10x microscope that the product was observed correctly engaged into a lower body of the pcboo device. The plunger was observed fully advanced. The plunger was gently pulled back and found locked. There was no damage or defects observed on the plunger push rod assembly. Scarce viscoelastic residue was observed at the cartridge tube/tip. The lens was not returned. The customer's report could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The lens was removed in the initial procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received that a tecnis preloaded 1-piece monofocol model pcb00 intraocular lens (iol) was inserted and removed from the patient¿s operative eye during the same procedure as a vitrectomy was required. During the len¿s removal, a vitrectomy was performed. Although, there were attempts made, there was no additional information provided.